Event description:
Additional information reported that the patient outcome was noted, as of (B)(6) 2013, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708220 lot#, (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3487a-56 lot# v260569, implanted: 2010 (B)(6), product type lead product ID: 3487a-56 lot# v375105, implanted: 2010 (B)(6), product type lead product ID: 3487a-56 lot# v167854, implanted: 2010 (B)(6), product type lead product ID: 3487a-56 lot# v346075, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient was not able to fully charge his device. The issue was diagnosed through device interrogation on (B)(6) 2013. The reporter stated that charging analysis was performed on the device on (B)(6) 2013. It was unclear what this referred to. It was noted that the last device programming occurred on (B)(6) 2012. It was reported that there was an inability to charge the device despite good connection status to the recharger, and the issue was related to the device or therapy but was unlikely related to the implant procedure. It was noted that there were no signs or symptoms related to the event. The event outcome was noted as "ongoing."